Manufacturer narrative:
B3: unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in worn condition. A review of the event history log found records of "lec 1660" and "lec 1210". Functional testing was able to duplicate the reported problem. It was determined the most probable cause is the main board. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error code "lec1660". There was unknown patient involvement.